Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a moderately calcified superficial femoral artery, a 7.0 mm x 150 mm x 135 cm armada 35 ll bdc was then advanced without issue. During the 3rd inflation to nominal pressure, the balloon ruptured, however, there were no adverse patient effects and no occurrence of a clinically significant delay. The armada 35 ll was withdrawn from the anatomy. The procedure was completed with another unspecified balloon catheter without issue. No additional information was provided.